Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that a test for allergy to metals including nickel was positive. The gynecologist fully agrees with removal, talked about removing uterus and fallopian tubes. The reported event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("test for allergy to metals including nickel was positive") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced menorrhagia ("haemorrhagic menstrual periods") and vaginal discharge ("vaginal discharges"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced fatigue ("intense fatigue"), tachycardia ("bouts of tachycardia"), musculoskeletal pain ("muscle and joint pain"), dizziness ("dizziness") and food intolerance ("gastrointestinal disturbances (food intolerance)"). The patient was treated with surgery (gynecologist fully agrees with removal, talked about removing uterus and fallopian tubes). Essure treatment was not changed. At the time of the report, the allergy to metals, menorrhagia, vaginal discharge, fatigue, tachycardia, musculoskeletal pain, dizziness and food intolerance outcome was unknown. The reporter considered allergy to metals, menorrhagia, vaginal discharge, fatigue, tachycardia, musculoskeletal pain, dizziness and food intolerance to be related to essure. The reporter commented: placement of essure on (B)(6) 2014. Haemorrhagic menstrual periods and vaginal discharges every day starting in (B)(6) 2014. Various problems and various medical appointments with neurologist, angiologist, cardiologist, sophrologist and primary care physician who found nothing. In (B)(6) 2017, her primary care physician told her about the essure "scandal" and said that it could explain her problems. Test for allergy to nickel was positive on (B)(6) 2017. Appointment with her gynaecologist on (B)(6) 2017 who fully agrees with removal, but is not accustomed to doing it and is not informed of the fact that she should not pull or break them. She has asked me to see another gynaecologist. She talked about removing uterus and fallopian tubes. Diagnostic results: unspecified dates: various medical appointments with neurologist, angiologist, cardiologist, sophrologist and primary care physician: found nothing on (B)(6) 2017: test for allergy to metals including nickel: positive (allergy card provided by practitioner). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that a test for allergy to metals including nickel was positive. The gynecologist fully agrees with removal, talked about removing uterus and fallopian tubes. The reported event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.